Event description:
The customer reported that the clip on their maximove sling cracked. A svc tech checked the clip and noted that the clip had been twisted to the point that one side of the clip snapped in half.